Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the complaint was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps instrument made a spar when customer made contact with the monopolar scissors. This resulted in a defect to plastic part of the bipolar forceps. Instrument was replaced and the rest of the case was carried on without and issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was noted, but a spark was noticed. The plastic part of the bipolar forceps was burnt and resulted in part of the plastic melting. Visual inspection of the instrument should make the nature of the defect clear. The integrated electrosurgical unit vio dv was used during procedure. Instrument was in contact with patient tissue at the time of the event, however there was no patient injury as a result. There was no damage noted prior the use of the instrument.